Event description:
In 2002, the user facility's o.r. Buyer informed the manufacturer's sales representative of the following: on routine explant, the physician noticed that device catheter had a fracture consistent with "pinch-off syndrome".